Manufacturer narrative:
The complaint sample has not been received for evaluation and the lot number is unknown. The manufacturing investigation is still in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As of (B)(6) 2016, an optician staff reported that a patient experienced a corneal ulcer and had to go to the emergency room while wearing contact lenses. Additional information has been requested but not yet received.

Manufacturer narrative:
Additional information has been provided regarding this complaint. An adverse incident report from the eye care professional indicates the patient had a peripheral corneal ulcer. There were no infiltrates and no anterior chamber involvement. The treatment by the eye care professional was an unspecified antibiotic medication. The treatment does not indicate an infectious event and ulcer location is indicated as peripheral. Based on the review of facts available at this time this event is not considered serious or reportable. (B)(4).

Event description:
As of 07/20/2016, a questionnaire was received which reported that the event occurred on (B)(6) 2016. The completed questionnaire indicated that the patient experienced severe pain and redness and watery discharge in the left eye (os). The patient was diagnosed with a peripheral corneal ulcer in the os (size unknown). Mild corneal staining was noted. It was also reported that permanent scarring was likely. The patient was treated with an unspecified antibiotic and the issue resolved. The patient's vision was not affected.